Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility. Additional suspect medical device components involved in the event: model: sc-2366-70; serial/lot: (B)(4); description: linear 3-6 lead 70 cm.

Event description:
A report was received that the patient's leads were explanted. The leads had migrated and were no longer providing stimulation to the target area. The patient was reportedly doing well following the procedure.